Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
This device was being sent in for service from (B)(6). During service, the device was observed to have damaged bearings. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.